Manufacturer narrative:
The device was received and analyzed. Initial interrogation confirmed the battery status eos, which was activated by the ICD on (B)(6), 2019 at 17:59 h. The memory content of the ICD was inspected. The inspection revealed that the ICD activated the safety backup mode on (B)(6), 2019 at 08:17 h, because it detected invalid memory content during an automatic signature check. In general, the ICD is equipped with the ability to detect and repair invalid memory content. If the invalid memory content cannot be corrected, by design the ICD will activate the backup mode to ensure patient safety. While the ICD was in backup mode 88 therapies were delivered by the device, and on (B)(6), 2019 at 17:59 h the last shock was delivered. As a result of the fast successive charging, the eos battery status had occurred. Please note that, in general, the backup mode program will be loaded from an unalterable memory. Therefore the vf detection criteria are fixed in backup mode to cover the widest possible patient population. The eos status was removed with a technical programmer and subsequent interrogation revealed the battery status mos2. The amount of charge taken from the battery was verified, revealing the mos2 battery status to be as expected. The ICD was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, there was no indication of a device malfunction.

Event description:
It was reported that approx. 25 months after the implantation this ICD was explanted due to eos status.